Manufacturer narrative:
This medwatch report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The customer was advised to replace the pressure transducer pn (B)(4). The customer did not call back to order this part. This is a known issue that has been address via an internal action.

Event description:
The following description of the event was documented by a carefusion tech support specialist in a response to a phone conversation with a user facility representative on (B)(6) 2014. The customer called to report that the amplitude is only reading 1cm on the panel meter, it will go in and out from 199 then back to 1cm etc. I explained to him that it could be the pressure transducer. He took the top cover off and he found water in the tubing going to the transducer. The customer also stated there was no patient involvement in this issue.